Event description:
The surgeon implanted the head into the poly and it wouldn't articulate. The sales rep had to run to the office and pick up another bi-polar to complete the surgery. The anesthesia time was extended 30 minutes for the pt. The pt did not appear to be injured by the delay.